Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining a result of 301 mg/dl on the aviva system compared back to back with a result of 105 mg/dl on a professional when testing was performed within 10 minutes. Reporter stated that he took 10 units of novolog about an hour prior to the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.